Manufacturer narrative:
Reporting institution name -(B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported that the unit had an alarm lamp failure. It was reported that the unit was in use at the time of the event. No patient or user harm reported. The service engineer (se) confirmed that there was an alarm led failure. No further details were documented. The (se) replaced the switch panel. The unit was then checked to see if it was working as intended; the device was restored to full function.

Manufacturer narrative:
It was reported that there was no patient involvement when the event occurred.

Manufacturer narrative:
The service engineer (se) confirmed that there was an alarm light failure. During follow up with the se, it was reported that the error code 1105 was observed. The se reported that the power switch overlay was replaced. The unit was then checked to see if it was working as intended; the device was restored to full function.